Event description:
Hospital reports doctor was performing a tur of the bladder neck procedure, when a short in the cable caused a spark which ignited the drape covering the pt. The fire was extinguished. The doctor replaced the cord and completed the procedure. There was no pt impact.